Event description:
Reportedly, the device shows a battery voltage at 2,91v (<3v), before device implantation. The rrt is estimated between 3 and 5 years. The device was pre-programmed, but not implanted.

Manufacturer narrative:
The device was manufacturer on 24 jan 2022. On 07 feb 2024, the battery voltage was measured at 2.91v. In order to check the device before a potential implantation, a charge test was performed on (B)(6) 2022. At this time, the shocks should have probably been temporary activated then de-activated or another reprogramming. One of this action switched the device into a specific mode, which is more consuming than the shelf-life mode, which explained the change in the battery curve. The switch into a specific mode after reprogramming (except activation and deactivation of the shocks) is not expected. The root cause of this behavior could not be determined with certainty. The most probable hypothesis would be a software bug. It should be noted that the battery voltage is sensitive to temperature. The device was received for analysis and stored at 37°c, and after 6 days, the battery voltage was measured at 3.02 v. The battery curve is consistent with the switch into the specific mode on 05 december 2022, and fluctuating storage temperature.

Event description:
Reportedly, the device shows a battery voltage at 2,91v (<3v), before device implantation. The rrt is estimated between 3 and 5 years. The device was pre-programmed, but not implanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Review of provided data revealed - the device was manufacturer on 24 jan 2022. - on 07 feb 2024, the battery voltage was measured at 2.91v. - in order to check the device before a potential implantation, a charge test was performed on (B)(6) 2022. At this time, the shocks should have probably been temporary activated then de-activated. This action switched the device into a specific mode, which is more consuming than the shelf-life mode, which explained the change in the battery curve. - it should be noted that the battery voltage is sensitive to temperature. - the device was received for analysis and stored at 37°c, and after 6 days, the battery voltage was measured at 3.02 v. - the battery curve is consistent with the switch into the specific mode on (B)(6) 2022, and fluctuating storage temperature. - no issue is suspected on this device.